Event description:
It was reported that during a procedure for a fracture of c3-c2. The surgeon inserted the first screw after drilling. When he intended to fix due to second screw, he found broken tip of drill bit. He changed other device and finished operation. All tip could be removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection of the complained drill sleeve shows that the threaded tip is broken off. The broken surface is homogenous which indicates material conformity as well. No product fault could be detected.